Event description:
It was reported that the patient¿s pain relief allowed him to move around his apartment, but he still needed to lie down or be in his electric lift chair in a reclining positions. He had a right hip replacement in 2005. The patient had the pump implanted 2 years ago. The patient had one change from morphine to fentanyl and several refills and adjustments over the last 2 years, but still could not venture out of the house due to the walking (too much pain). The patient was in fairly good health otherwise. The reporter was ¿not finding fault with the pump but would like to know if there is some other structural problems not allowing him the full benefit of the pain pump¿. It was later reported that the patient never had therapeutic effect; the patient was ¿not really getting benefit" from the pump as they had hoped. He was still in a lot of pain. He wasn¿t really able to leave the house or stand or walk much. The patient had diabetes and was in remission from bladder cancer. The patient had an appointment scheduled with his pain hcp (healthcare provider) on (B)(6) 2014. The patient was originally on morphine, but they had to keep adjusting it and it was too strong and made him loopy. The patient had been on fentanyl for about a year. The fentanyl had been increased 5% and then 10%. The nurse at the pcp (primary care physician) office told the patient¿s spouse ¿it might have dislodged¿. The last refill was in (B)(6) 2014. The patient¿s pain was below the waist. The patient¿s spouse wanted to rule out the pump as being the reason for the pain. The patient¿s spouse mentioned that the pain the patient refers to "is below the waist" and may be "structural" as in hips, or a disc problem, etc. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).